Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. This was noted when the user increased the power to 128% firing power. When the user stopped laser energy delivery, the blue pixels slowly dissipated. There were no patient complications reported in relation to this event.